Manufacturer narrative:
As reported, upon delivering the shuttle sheath of a mynxgrip vascular closure device (vcd), increased resistance was felt, and the shuttle was manually pressured down to advance the sealant. When the procedural sheath was retracted, the white tube could not be delivered by the physician. Hemostasis was achieved by manual compression. There was no reported patient injury. The user was trained to the device. The mynxgrip vcd was being used in an interventional procedure. There was no damage noticed to the device prior to opening the package. The device was prepped and stored per the instructions for use (IFU). The stopcock of the introducer sheath was not opened prior to shuttle down. There was excessive force applied when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The device was not returned for analysis despite multiple attempts. A product history record (phr) review of lot f2301002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the device was not returned for analysis. The exact cause of the shuttle advancement issue experienced could not be determined. However, based on the information provided, user error likely resulted in the shuttle advancement issue experienced since it was reported that the sheath¿s stopcock was not opened prior to the shuttle advancement step. Failure to open the procedural sheath¿s stopcock when providing temporary hemostasis tension to the balloon can result in a tight seal at the tip of the sheath; and, as the shuttle is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely. Per the mynxgrip IFU, which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the information provided suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon delivering the shuttle sheath of a mynx grip vascular closure device (vcd) increased resistance was felt and the shuttle was manually pressured down to advance the sealant. When the procedural sheath was retracted, the white tube could not be delivered by the physician. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2301002 presented no issues during the manufacturing process that could be related to the reported event. The device is available for evaluation but has not been returned. Additional information is pending and will be submitted within 30 days upon receipt.